Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) year-old female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) was placed. The consumer had a painful placement, placement did not go smoothly, mainly left painful. On an unspecified date the consumer experienced increase or heavy blood loss during menstruation, pain during menstruation, tiredness, insomnia, mood swings, and menopause complaints. Those events led her to relation and/or family problems. On an unspecified date she contacted her physician. Blood test was performed; however, the results were not provided. She was treated with medication; endometrium decreased; sleeping pills. Unspecified treatment was planned. Follow-up information received on (B)(6) 2016. Case upgraded to incident. Information was received from a patient via letter in which she holds bayer liable for the damage caused. On (B)(6) 2011 the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Follow-up information is expected. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted and she presented increase or heavy blood loss during menstruation, serious event due to medical importance and listed in essure reference safety information. After an unspecified time, she had the xenobiotic material removed. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, consumer presented increased heavy blood loss during menstruation after essure insertion. Considering the event's nature and the compatible temporal relationship causality cannot be excluded. This case was upgraded to incident upon receipt of follow-up information, since device removal was required. Other non-serious events were reported. A product technical analysis and further information are expected.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 17-feb-2017 for the following meddra pt: metrorrhagia: (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 14-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented increase or heavy blood loss during menstruation, serious event due to medical importance and listed in essure reference safety information. After an unspecified time, she had the xenobiotic material removed. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the consumer presented increased heavy blood loss during menstruation after essure insertion. Considering the event's nature and the compatible temporal relationship a causality cannot be excluded. This case was upgraded to incident upon receipt of follow-up information, since device removal was required. Other non-serious events were reported. A product technical analysis resulted in an unconfirmed quality defect, as batch number and complaint sample were not available. Further information could not be obtained, despite follow-up attempts.